Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, weight, gender, or medical history were not provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a deltapaq coil (cdf10020630/ c30380) system ready light did not illuminate during use in the patient. The device passed pre-deployment electrical testing and was packing into the aneurysm. During attempt to detach the coil, the system ready detachment light did not illuminate. The detachment control cable was exchanged for another cable, but the detachment light still did not illuminate. They exchanged to another coil to complete the procedure with no adverse events to the patient. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Additional information was received on 9/29/2015. The event occurred during coil embolization of a middle cerebral artery aneurysm. Other coils had been placed into the aneurysm prior to the event with the enpower detachment control box and enpower cable, and additional coils were placed with the same detachment control box and replacement cable after the event. The lot numbers of the cable and box were unavailable. The complaint coil did not appear damaged after removal from the patient and was still attached to the device positioning unit (dpu). When attempting to detach the complaint coil, the detachment light did not illuminate. The event did not result in a clinically significant delay in the procedure. The product has not yet been returned for analysis, but it was reported that it would be returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Device was returned for analysis on 10/28/2015. Complaint conclusion: as reported by a healthcare professional, during coil embolization of a middle cerebral artery aneurysm, a deltapaq coil ((B)(4)) system ready light did not illuminate during use in the patient. The device passed pre-deployment electrical testing and was packing into the aneurysm. During attempt to detach the coil, the system ready detachment light did not illuminate. The detachment control cable was exchanged for another cable, but the detachment light still did not illuminate. They exchanged to another coil to complete the procedure with no adverse events to the patient. It was reported that other coils had been placed into the aneurysm prior to the event with the same enpower detachment box and enpower cable, and additional coils were placed with the same box and cable after the event. The complaint coil did not appear damaged after removal from the patient and was still attached to the device positioning unit (dpu). The event did not result in a clinically significant delay in the procedure. The device was returned for analysis. The coil was returned undamaged. The detachment fiber was intact and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 4438 ohms (range 48.5/56/0) and the enpower systems ready green light failed to illuminate. Compression at the resistive heating coil section caused the dpu to pass electrical testing with resistance at 53.0 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. The deltapaq coil non-detachment inside the target site was confirmed. The most likely root cause of the dpu passing the pre-deployment electrical check and the failure of the coil to detach and the enpower ready light not illuminating may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.